Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the target lesion was the om1 and was heavily calcified. After pre-dilatation, one promus stent was deployed successfully. Then, an attempt was made to access the lesion with the 2.5 x 8 mm promus stent delivery system (sds), but it could not cross. The guide wires were exchanged, and another attempt was made to cross, but it was unable to. The promus sds was removed, and the stent was observed to be missing. An attempt was made to locate the stent using fluoro, but the stent was not found. A balloon catheter was advanced all the way down the om, in an attempt to retrieve the dislodged stent, but it was unsuccessful. The procedure was completed by implanting two stents of another company. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results & conclusion summation: the lesion was heavily calcified, which may have contributed to the reported difficulties. The promus IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into he artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The failure to advance and the subsequent stent dislodgement appears to be related to circumstances of the procedure.